Manufacturer narrative:
(B )(4). Hernia recurrence occurred. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of initial surgical procedure. What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status? Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Mesh size and overlap? In what tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra-abdominal). If applicable, closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? If applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants). How much time from initial hernia repair to hernia recurrence? Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? How was the recurrence diagnosed? Was any medical or surgical intervention provided? Please explain with dates and results. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a lap abdominal incisional hernia procedure in (B)(6) 2015 and mesh was implanted. In (B)(6) 2015, it was found that recurrence of hernia occurred. The surgeon opined that the recurrence may not be related to the product. The patient is currently being monitored. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure no information. Date of initial surgical procedure: (B)(6) 2015. What were current symptoms following the index surgical procedure? Onset date? No information. Other relevant patient history/concomitant medications: brain infarction. Product lot number? Jb8hlgb0. What is physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon thought it was less likely to repair the hernia, because the abdominal wall was very weak. The patient visited to this hospital, because he/she needed a second opinion. Before visiting this hospital, the patient was told that the hernia couldn¿t be repaired from other hospital. What is the patient¿s current status? The patient is monitored. Was the hernia repair associated with this event performed on primary or recurrent hernia? Recurrent hernia. What was the defect size/type/location of the hernia associated with this event? No information. Mesh size and overlap? No information. In what tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra-abdominal)? No information. If applicable, closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? Securestrap. If applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants)? No information. How much time from initial hernia repair to hernia recurrence? No information. Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? No information. How was the recurrence diagnosed? No information. Was any medical or surgical intervention provided? Please explain with dates and results? No. The reoperation will not be planned.